Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the suture break? Yes? The suture unswedged from the needle. Did the needle break? No . How many sutures break during this single procedure? Two. The second was tested for strength and failed. The third was okay. Did the event occur during one or multiple patient procedures? The doctor has tested each suture before actually using it in surgery. Have any of these events been previously reported to ethicon? No, first time this has happened. What is the procedure name? Neuter and stomach tack. What is the procedure date? (B)(6) 2022. Was there any medical or surgical intervention performed (searched for and product removed). What is current patient status? Fine. Product code: z467h and lot number: (17)261031(10)rmmarl expiration date: 2026-10-31. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Event related to mw # 2210968-2022-02488 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an neuter and stomach tack on (B)(6) 2022 and suture was used. During the procedure, the suture broke at the needle, the suture unswedged from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). No device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.